Event description:
A customer reported the error messages "sensor error" and "replace sensor" with the freestyle libre 2 sensor. As the customer was unable to obtain sensor readings due to these messages, he subsequently developed symptoms of dizziness, sweating, feeling cold, and lost consciousness. The customer was transported to hospital where he was treated with an unspecified infusion for diagnosis of hypoglycemia. The customer reported he was additionally given metformin and a medication to treat dizziness. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.